Event description:
Complaint described as: when the user checked the device before use, it was noticed that there was no oxygen flow. The extremity of the tubing was blocked. Another device was used. No pt injury reported.

Manufacturer narrative:
Unk if device sample is available for investigation. Lot # unk. Root cause unk. Complaint cannot be confirmed.